Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has been in atrial fibrillation (af) for 41 days. The right ventricular (rv) lead alerted for high out of range impedance on the superior vena cava (svc) coil. The rv lead continues to be monitored and remains in use. It was further reported that the right atrial (ra) lead has loss of capture and undersensing. The ra lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.